Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information from medical review: the surgeon reported that during a kidney surgery procedure, the patient started to bleed while the surgeon was sectioning the renal vein. In the absence of visibility, the procedure was converted from laparoscopic to open. Upon reaching the bleeding site, the surgeon discovered that a minimal injury to a renal artery, which was located at unusual site. After receiving the initial complaint, a full investigation of the case was conducted. The device was not returned for evaluation but the surgeon provided responses to the 2 rounds of questions sent to the site. Based on the surgeon¿s answers and all available information, it is clear that the device functioned as intended. There is no alleged device deficiency during the usage. The cause of the patient¿s renal artery injury and subsequent conversion to open surgery was determined as a user error. The surgeon is aligned with the conclusion.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional was requested and the following was obtained: what is the surgeon¿s experience with harmonic? Yes. What is the surgeon¿s experience with hdi? Yes. Please confirm the source of bleeding? The renal artery. Does the surgeon believe that there was an alleged deficiency with the device that caused or contributed to the renal artery damage causing the conversion to open? No if so, why? Why does the surgeon feel the device did not work as intended? I don¿t understand this question. What is meant by the renal artery is not at the usual site? I mean that the renal artery was displaced. Did the surgeon continued to use the device? The surgery was reconverted to open, so the surgeon did not continue the use of the device. What is the patient¿s age and weight? The patient was (B)(6) year old, but I don¿t know about the weight. What is the current patient status? The patient is at home with no complications with the surgery. I reported the incident because I was told to do it. But it wasn¿t a problem with the device. Why was the patient having this surgery? Because his kidney wasn¿t working anymore and it was causing damages to his renal function. How many years of experience does the surgeon has with using harmonic devices? More than 6 years. How many years (how long) has the surgeon been using the hdi device? More than 4 years. Was blood required to be given to the patient as a result of this issue? Yes. If blood was given to the patient, how much blood was given (in units)? I¿m not sure, because I left the operating room. But I heard 1 bag of blood. Will the device be returned? No, because the hospital didn¿t consider that it was a problem of the device. The accept that it was a human mistake.

Event description:
It was reported that in a surgery, an hour has passed since the beginning of the surgery, they were sectioning the renal vein when the patient started to bleed. In the absence of visibility, they have converted the surgery and converted the laparoscopic surgery to open. When they have opened, they have discovered that they had minimally sectioned the renal artery, which was not located at the usual site. Surgery was delayed for 45 minutes.